Event description:
It was reported that the patient had inappropriate shocks due to oversensing of t-waves via reduced intrinsic complexes. The device sensing vector was set to the primary sensing vector at the time of the shocks. Technical services advised some testing and programming options. The local representative reprogrammed the sensing vector to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.